Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a stenting procedure on a male patient with an esophageal perforation, due to severe vomiting. According to the complainant, the ultraflex covered esophageal stent was successfully placed in 2009. An x ray with contrast was performed 2 days later, and revealed the patient had a leak originating from the esophagus in to the mediastinum. A gastroscopy was performed in the next day, under general anesthesia. The physician noted that the stent covering was broken resulting in the leak. The stent was explanted and another manufacturer's stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported as unstable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.